Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up/down arrow and ok keypad buttons were reportedly unrepsonsive and required multiple button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 date of sumbission 12/03/2013 - correction:device evaluation - correction: the up arrow, down arrow, and contrast keypad buttons were unresponsive; the ok keypad button responded properly.

Manufacturer narrative:
Follow-up # 1 date of submission 11/19/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/06/2013 with the following findings:during a visual examination of the pump, the keypad cover was observed to be torn over the up arrow button. During testing, the up arrow, down arrow, and ok keypad buttons were unresponsive; the contrast keypad button responded properly. The keypad cover was removed and contamination was found under the up arrow, down arrow, and ok key contacts.